Event description:
Stryker bed tented with the pt in the bed. It performed this function without direction and could not be disengaged. Stryker is aware of this problem. They believe it is an ic chip on the control board.